Manufacturer narrative:
(B) (4) - infection: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B) (6)2010. Within two to three weeks after the procedure, the patient began to have the pain in the rectum. Toward the end of (B) (6)2010, the patient began to have burning during urination. On (B) (6)2010, the patient saw her family doctor and was found to have a urinary tract infection and was prescribed antibiotics. The patient was given a second prescription of antibiotics because the infection did not clear. Then the patient started passing pus and went to the emergency department of a hospital. The patient was found to have a bacterial infection and a urinary tract infection and was given a third antibiotic prescription. The patient now believes the infections are gone, however, she is having intense pain and swelling in her abdomen. The patient is currently on a wait list to be seen by another urologist and has been prescribed morphine for the pain.